Event description:
A pt developed redness then infection over the lower abdomen seven days following surgery. A median incision and drainage was performed and antibiotics administered. The infection reportedly subsided.